Event description:
It was reported that the patient was experiencing soreness and sensitivity at the site of their ipg. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Additional information indicates that surgical intervention was undertaken on 8may2024 wherein the ipg was explanted and replaced to address the issue. In a recent update, it was reported that the pain at the ipg site has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.